Event description:
Background. Pt is (B)(6) y/o quadraplegic female with tracheostomy and peg tube. Pt came to the hosp with a dislodged tracheostomy tube. Pt was placed on a ventilator. Pt's tracheostomy became disconnected from the ventilator. At 17:47 pm pt's oxygen saturation was 73 percent. Nursing staff visits the pt at 17:58 pm with her head slumped over. Pt's oxygen saturation was 68 percent. Nurses and physician report a ventilator alarm that was very low. Pt was placed on hypothermia protocol. Pt's condition improved by (B)(6) 2019. Pt is able to talk. Physician reported that the pt returned to baseline. Family had concerns of memory loss. The reporter did not learn of the event until 07/14/2019 in the evening and began an investigation on (B)(6) 2019. Reporter email (B)(6). The investigation related to the equipment is ongoing.